Event description:
It was reported that during a vtach case, a steam pop was heard on the 4th ablation. The procedure was aborted and it was noted that the patient's blood pressure had dropped. Ultrasound confirmed cardiac tamponade. Medications were given and a pericardiocentesis was performed. The patient was stabilized and admitted for observation. According to the doctor, he did not feel that the catheter had caused the problem. The complaint devices have been discarded by customer and will not be returned for analysis. The following bwi devices were involved: carto (4293), stockert (st-1590), cool flow pump (02909), df bidirectional catheter (catalog # & lot unknown - disposed of) and a acunav 8f (catalog & serial # unknown - disposed).

Manufacturer narrative:
(B) (4). Evaluation summary: the complaint device has been discarded by customer and will not be returned for analysis. Per doctor, he did not feel that the catheter had caused the problem.